Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged possible under delivery found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(6)- customer returned pump for an alleged battery cap cracked/damaged found on (B)(6), 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6), 2021, found manual bolus/bolus wizard deliveries of dailytotalofbolusinsulindelivered = 2.5 bolus. (B)(6) 2021 08:23:48.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5. (B)(6) 2021 13:51:34.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2. Also, no delivery alarm/insulin flow blocked alarm was also found and recorded in the formatted history file on 12/10/2021 11:18:42.000 during prime. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. A cracked retainer was confirmed. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic the user alleged the insulin pump was under delivering insulin. Customer had a high blood glucose of 470 mg/dl and current blood glucose was 220 mg/dl. Customer treated high blood glucose with insulin pen. Customer had test result positive for ketones and had symptoms of vomiting, difficulty in breathing. Customer stated that due to different set and reservoir changes the blood glucose didn´t lowered. Customer was assisted with high pressure test but no result was mentioned. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis. Frn-unknown-rsvr, unomed inf set.